Event description:
It was reported three altius cross-links broke during torque; the screw on either side would shear off. Similar parts were used to replace and complete the operation. There were no patient impacts in association with this event. This is report one of three for this event.

Manufacturer narrative:
Inspection: the products were not returned and no photos were provided, so an evaluation is unable to be performed. DHR review: the lot numbers were not provided, so the dhrs are unable to be reviewed. Potential root cause: the products were not returned and no photos were provided, so an evaluation is unable to be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn. Device usage: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2021-00001 thru 3012447612-2021-00003.

Event description:
It was reported three altius cross-links broke during torque; the screw on either side would shear off. Similar parts were used to replace and complete the operation. There were no patient impacts in association with this event. This is report one of three for this event.